Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of device breakage is not known b5: event description updated. D1: brand name. D2: additional product code: hrs. D4: catalog, UDI. D6: date of implant is not known. D7: it is not known if device was explanted. D10: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter title, name, facility name and city. Telephone is not available for reporting. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. H11 corrected data: a1: patient identifier device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in south africa as follows: it was reported that patient was implanted with two (2) 4.0mm cancellous bone screws for unknown purpose on unknown date. Patient reports that one (1) of the screws broke within two (2) months of implant and the other broke within the next three (3) months. It is not known which screw broke first. Patient reports discomfort. There is no report of additional surgical intervention at this time. This report is for one (1) 4.0mm cancellous bone screw this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information unknown. Date of event unknown. This report is for two (2) unknown screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Contact address and telephone number is unavailable. Reporter is patient; therefore, name will not be reported. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by customer that within 2 months one screw broke and the next 3 months the other broke, which caused unnecessary discomfort. This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Physical manufacture location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.